Manufacturer narrative:
The curved bipolar dissector has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube approximately few inches from the distal tip. There is assumption that there may be smaller missing pieces that could not be measure in size. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result. Additionally, component adjacent to the instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the curved bipolar dissector had the tip broken in the or. The procedure was completed with no reported injury.